Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had a loss or change in therapy. Since (B)(6) 2015 the therapy only worked every once in a while. The patient had felt strong pressure in her bladder ever since implant and had tried different programs and adjustments. The patient was unable to adjust stimulation. Patient services walked the patient through syncing with the device and she did see the lightning bolt, but was still unable to increase. The patient turned the programmer off and then on and then did not see the lightning bolt. Patient services reviewed how to increase stimulation and then the patient was able to increase stimulation. She was on program 2 at 1.54v. It was noted that the patient had been having chemo on and off for six years (began prior to implant). She was recently diagnosed with cancer again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated that whenever they stood up they had to pee and was not able to use the patient programmer (pp) to adjust their stimulation. The patient reported not feeling stim, with the therapy confirmed off, they turned the therapy on and the issue was not resolved. The patient confirmed they were able to use their pp and it was working like it should. The patient increased stimulation from 0.5v to 0.6v on program #2 and noted they don't normally feel stim when the implant was on. Troubleshooting resolved the reported issue and the patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was diagnosed for the 4th time with breast cancer. They made her wait a long time and because of the chemotherapy, her fingers and feet were numb. There was a return of symptoms. This was occurring daily at night. There were no falls/trauma that could be related to the issue. The patient was going to call the health care professional (hcp) to get instructions on it if was ok to change programs and if so how long to leave it before trying new programs/settings. This was considered a gradual change in therapy/symptoms. Stimulation was currently set on program 2 at 1.3 volts and did not currently feel stimulation. They increased to 1.7 volts and stimulation was comfortable sitting, standing, and walking. The patient was aware that if stimulation was uncomfortable she needed to decrease stimulation until it was comfortable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported a lack of effect. She had a difference in therapeutic effect and stimulation sensation when sitting, sitting forward in a chair, and lying down. The patient had a "heavy feeling" that was the urge, especially when leaning forward in a chair, to get out of bed, or to get out of a car. The urge was the reason for implant and every time she tried to sit up, she got the heavy sensation of the urge to urinate. The patient's symptom control was worse at night. She wore a continuous positive airway pressure (CPAP) machine that made it hard to get up at night and she also got charley horses in her legs. There were not traumas, falls, medical tests, or electromagnetic interference exposure related to the issue. She had difficulty using the patient programmer antenna, it was hard, and it hurt to reach "back there" to use the antenna. The patient had received no education about the therapy or the device and she was pressing any and all buttons trying to get the therapy to work. It was determined tha t the patient was turning the implantable neurostimulator (ins) off due to lack of education and was decreasing stimulation, not increasing it, to try to resolve symptoms. She increased stimulation to 2.8 and would monitor her symptoms. Additional information from the consumer reported that the therapy worked on and off since implant. There was a loss of therapy. The patient had sharp pain when getting up and it started since implant. Pressure and pain were noted when the patient left the hospital on program 4 but it was not working. One time, the patient got a hold of the nurse who did surgery and they talked. On program 1, it worked sometimes and sometimes it did not. The patient was starting to pee before going to the bathroom. She could be sitting down and sometimes she had to get up and hurry. The device helped on/ off since implant, there was never a steady time of help.

Event description:
Additional information received from the consumer reported that it had been a while but it seemed to work a short while and then they tried a different setting and nothing seemed to work. The positional stimulation and increase in symptoms had not been resolved. They definitely needed help. She wanted this to work and it was frustrating to not have control. If additional information is received, a follow-up report will be sent.